Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 9135666. No samples (including photos) were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: a lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: root cause cannot be determined at this time. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g did not inject the medication during use. The following information was provided by the initial reporter: verbatim: consumer stated, no insulin flow when she injects. Stated, does not prime before injection. Lot: 9135666. Expiration date: 2024-05-31. Item: 320122. Discarded samples.¿